Manufacturer narrative:
(B)(4) 2015 03:04 pm (gmt-5:00) added by (B)(4): the graft was returned to the factory for evaluation. Evidence of dried blood indicating clinical use was observed on the graft. The hemashield 4 branch mdv graft is impregnated with collagen to improve hemostasis. The potential for the graft to be contaminated/damaged during the return process and the potential for exposure to factors in the clinical environment outside our control that affect the collagen coating precludes our ability to conduct a product analysis on the returned graft. Therefore, a review of the manufacturing processes is required. The device history record (DHR) has been reviewed with special focus on the results of the standard porosity testing performed during final inspection. The records show the device lot conformed to all applicable procedures and specifications. Specifically, the lot passed porosity testing with all permeability values within specification. The test results are available as an attachment to the investigation record. Based on the returned condition of the device the reported complaint was unable to the confirmed for 'leak." (B)(4).

Event description:
The hospital reported that during aortic aneurysm procedure, using hemashield platinum wdv graft, there was bleeding on graft body. The patient is stable and did not need transfusion during bleeding.

Manufacturer narrative:
September 14, 2015 05:14 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during aortic aneurysm procedure, using hemashield platinum wdv graft, there was bleeding on graft body. The patient is stable and did not need transfusion during bleeding.